Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was placed six days prior (patient age, gender and weight are unknown). According to the complainant, the connecting ring became detached five days after the placement of the device. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device exhibited a crack in the locking mechanism. The cause of the crack is undetermined. The cause of the reported malfunction (connecting ring detachment) is unknown.